Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (will have surgery to remove the essure implant). At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: she need additional surgery. She will have surgery to remove the essure implant in (B)(6) 2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic exploration ("other surgery-exploratory surgery") in a 31-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystitis, alcohol intoxication, gastritis, biliary colic, dehydration, urinary tract infection, hypotension and neck strain. Previously administered products included for birth control: depo provera from (B)(6) 2013 to (B)(6) 2014, yasmin in 2009 and nuva ring in 2004. Past adverse reactions to the above products included pregnancy with nuva ring and yasmin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with impaired driving ability, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems") and coital bleeding ("bleeding with any kind of sexual intercourse"). On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient underwent pelvic exploration (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain during intercourse") and vomiting ("vomiting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (exploratory surgery -laproscopy with luna). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, tooth disorder and vomiting had resolved and the dyspareunia, female sexual dysfunction, coital bleeding and pelvic exploration outcome was unknown. The reporter considered coital bleeding, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic exploration, pelvic pain, tooth disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she need additional surgery. She will have surgery to remove the essure implant in (B)(6) 2018. Essure insertion date was updated to (B)(6) 2014 and removal date was updated to (B)(6) 2018 date leave began: (B)(6) 2017 date leave ended: (B)(6) 2017 reason: exploratory surgery of the uterus plaintiff had increasing pain .an exploratory surgery showed that all parts were working the way they should do. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure system projecting to either side x-ray - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reports added. Patient demographic information and relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added.event onset dates added. Event outcomes updated to recovered/resolved. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), nausea, dental problems, bleeding with any kind of sexual intercourse, vomiting and other surgery-exploratory surgery were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and exploratory operation ("other surgery-exploratory surgery") in a 31-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis, alcohol intoxication, gastritis, biliary colic, dehydration, urinary tract infection, hypotension and neck strain. Previously administered products included for birth control: depo provera from (B)(6) 2013 to (B)(6) 2014, yasmin in 2009 and nuva ring in 2004. Past adverse reactions to the above products included pregnancy with nuva ring and yasmin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with impaired driving ability, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems") and coital bleeding ("bleeding with any kind of sexual intercourse"). On (B)(6) 2017, the patient underwent exploratory operation (seriousness criterion medically significant), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("pain during intercourse") and vomiting ("vomiting"). The patient was treated with surgery (exploratory surgery -laproscopy with luna and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, tooth disorder and vomiting had resolved and the dyspareunia, female sexual dysfunction, coital bleeding and exploratory operation outcome was unknown. The reporter considered coital bleeding, dyspareunia, exploratory operation, female sexual dysfunction, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she need additional surgery. She will have surgery to remove the essure implant in (B)(6) 2018. Essure insertion date was updated to (B)(6) 2014 and removal date was updated to (B)(6) 2018. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: exploratory surgery of the uterus plaintiff had increasing pain .an exploratory surgery showed that all parts were working the way they should do. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure system projecting to either side. X-ray - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and exploratory operation ("other surgery-exploratory surgery") in a 31-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis, alcohol intoxication, gastritis, biliary colic, dehydration, urinary tract infection, hypotension, neck strain, anxiety, atypical squamous cells of undetermined significance, asthma, chronic gastritis, depression, gallbladder disease, gerd, gestational diabetes, cholestasis of pregnancy, syncope and uti. Previously administered products included for birth control: depo provera from (B)(6) 2013 to (B)(6) 2014, yasmin in 2009 and nuva ring in 2004. Past adverse reactions to the above products included pregnancy with nuva ring and yasmin. Concomitant products included cyclobenzaprine from 2017 to 2018, ergocalciferol;retinol palmitate (vitamins a & d) from 2013 to 2014, fluticasone propionate (flonase allergy relief) since 2015, iron since 2013, levosalbutamol hydrochloride (xopenex) from 2017 to 2018, pirbuterol acetate (maxair mdi) since 2002, ranitidine hydrochloride (zantac) since 2015 and ranitidine since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with impaired driving ability, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), coital bleeding ("bleeding with any kind of sexual intercourse"), vomiting ("vomiting") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient underwent exploratory operation (seriousness criterion medically significant), 3 years 4 months after insertion of essure. The patient was treated with surgery (exploratory surgery -laparoscopy with luna and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, tooth disorder and vomiting had resolved and the exploratory operation, dyspareunia, female sexual dysfunction, coital bleeding and dysmenorrhoea outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, dyspareunia, exploratory operation, female sexual dysfunction, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she need additional surgery. She will have surgery to remove the essure implant in (B)(6) 2018. Essure insertion date was updated to (B)(6) 2014 and removal date was updated to (B)(6) 2018 date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: exploratory surgery of the uterus. Plaintiff had increasing pain .an exploratory surgery showed that all parts were working the way they should do. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure system projecting to either side. X-ray - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping). Onset date of event were updated. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.